Event description:
It was reported the patient's pump had "spontaneously discharged" and overdosed her in the past. There was no known reason, but it was not during an magnetic resonance imaging (MRI). The patient did not know when this occurred, but it was "years ago." The medication in the pump at the time of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n238367, implanted: (B)(6) 2010, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).